Event description:
It was reported that this right ventricular (rv) lead became dislodged and the patient experienced lightheadedness and shortness of breath. It was noted that there was intermittent loss of capture and as the patient has complete hear block their heart rate would fall in the 30 bpm range. It was believed the dislodgment was a result of a combination of insufficient lead slack and poor heart tissue. The dislodgment was confirmed via x-ray imaging. This lead was successfully repositioned and this device remains in service. No additional adverse patient effects were reported.